Event description:
During device explant for normal battery depletion, noise resulting in oversensing was noted on the right ventricular (rv) lead. A lead fracture was suspected. Diagnostic imaging and visual examination was performed and no anomalies were noted. No intervention has been performed at this time. The patient was stable and will continue to be monitored.